Event description:
Customer alleged the dog may have chewed on the wires as they were bare and were grounding out and chair will not turn on. No injury alleged.

Manufacturer narrative:
(B)(4) 2012 lg - reviewed as part of CAPA (B)(4) "(B)(4) did not review all no MDR query results". This complaint will be filed on as a result of the retrospective review. No RMA has been initiated for this issue. Model m91, (B)(4) is approximately 3 years 6 months old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the charger wires and are bare and were grounding out. Allegedly chair would not turn on. Dealer alleges it had not been serviced for several years and he thinks the wires may have been chewed on by a dog. A quote was made for parts.